Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw detachment. The screw detached from rod in cervical posterior fusion. The detached piece didn't fall inside of patient. Changed another one to complete. There was no adverse event on patient report.